Event description:
After the high impedance was observed the impedance dropped to within normal limits. There has been no fluctuation of the lead impedance since it dropped to impedance values within normal limits. Given that the high impedance resolved and was relatively low for high impedance events, there is likely no lead fracture. If a fracture was present the impedance would be exceedingly more high and would not have resolved as fluctuations would have been observed. As the physician believes the high impedance is related to swelling from the accident as it first present shortly after the accident and resolved when the swelling went down per the physician. The event will be assessed as due to the swelling.

Manufacturer narrative:
F10: medical device code, corrected data: initial reporter inadvertently used the wrong code. H6: investigation findings, corrected data: initial reporter inadvertently used the wrong code. H6: investigation conclusions, corrected data: initial reporter inadvertently used the wrong code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Prior to an MRI and chest x-rays it was reported that high impedance was seen. The high impedance event was observed after a car accident once the device was checked for functionality. After imaging was completed, the patient was seen again by the same physician and impedance were back within normal range. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.